Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pvl was attributed to the valve being undersized, based on preoperative imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Two days post transfemoral tavr procedure, a second sapien xt valve was implanted to resolve paravalvular leak (pvl). As reported, one day post implantation of the first sapien xt valve, an echo revealed new moderate pvl; at that time the patient was being monitored. The patient did not do well so two days post tavr, the patient was taken back to the catheterization lab and to re-dilate the valve but the pvl remained the same. A decision was made to implant a 2nd 23mm sapien xt valve. During the initial procedure the valve deployed 60:40 aortic/ventricular. The physician stated that the initial pre-screening imaging was incorrect and the valve was undersized. Based on the pvl observed 2 days post procedure, the physicians stated that a 26mm valve would have been a better choice. The native valve annular diameter measured 18mm x 25mm with an area of 364mm2 by CT. The sinotubular junction diameter measured 28mm x 29mm and the sinus valsalva (sov) diameter measured at 31mm x 30mm x 29mm. The native annulus, the leaflets and the aortic root were mildly calcified. Initially the first valve was positioned and deployed 60:40 across the aortic annulus with 17ml (nominal) inflation volume. The image intensifier angle and the coaxial alignment of the valve and delivery system were good. Of last communication, the patient was not doing well due to acute renal failure and bleeding into the abdomen related to heparin.